Event description:
Allegedly, broken modular neck. Non revised products: product ID: dspcgg58 dynasty® pc shell 58mm group g/ lot no.: 038567109/ qty: 1.

Manufacturer narrative:
This incident will be updated once the investigation is complete. Trends will be evaluated.